Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir was leaking. Customers' blood glucose was 257 mg/dl. The leak was past the second o-ring. Customer was advised the reservoir will be replaced. Customer agreed to return the reservoir for analysis.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.